Event description:
Additional information was reported that the patient's stimulation turning off has not been resolved. The patient was sent home on a new program with adaptive stimulation (as) turned off. The cause of their stimulation turning off was not determined, but it has not shut off since the patient has seen their rep last. The rep has been keeping in touch with the patient and meeting with them when necessary. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator was turning off by itself. This occurs daily and is not related to a positional movement. The patient confirms that the implantable neurostimulator is on, she feels it turn off, and then checks with the patient controller and it shows off. The patient said that this started a month after implant. The patient uses adaptivestim on the one group that they have all of the time. All values for adaptivestim are set and not at zero. A manufacturer representative met with the patient two weeks prior to the report, and the impedances looked good and they reworked the adaptivestim; however, the issue remained. On the day of the report, the tablet was showing that the implantable neurostimulator had been on 92% of the time since the last session. The manufacturer representative reported that the off status was not a result of the implantable neurostimulator being depleted. The patient will be keeping a log and the data file will be pulled at the next session. There were no further complications reported.